Manufacturer narrative:
Returned for evaluation was one {1} 4f introducer. As received, the 4f introducer contained bio material {blood} inside and out, a piece of the guidewire nitinol .018 x 45cm remained inside. The tip of the 4f introducer appeared to be damaged and a piece of the tubing was missing. Thie reported device is a supplied component. Angiodynamics' supplier was notified of this event via scar004231 and the sample was sent to our supplier, medron llc for a root cause/corrective action and DHR review of supplier lot. Per the supplier's response: an examination of the returned sample suggest the dilator was nicked by a sharp object at an angel of approximately 20% of the axial. There is no process flexan that would be in this area or have a sufficiently sharp surface to create such a cut. During the procedure it appears the dilator tip was stuck and thus an axial force was created. The force on the dilator stretched the material until it broke. The supplier performed a DHR review of the reported lot and found no indication of a manufacturing defect that could have impacted the reported event. The customer's reported complaint description is confirmed. A definitive root cause for the reported failure could not be determined, however the most likely root cause was user technique. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: direction for use {dfu}: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your navilyst medical representative. Inspect prior to use to verify that no damage has occurred in shipping. For single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Operational instructions: prior to insertion, flush all components with saline or heparinized/saline. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics territory manager (tm) reported an issue with a mini stick max. During a procedure, the tip of the msm sheath was sliced off by the balloon, inside of the vessel. This occurred at the tail end of a successful atherectomy procedure. The physician transferred the patient to the hospital so a surgical cut-down could be performed to remove the remaining piece. The piece was able to be removed and the patient did not experience any harm due to the incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.